Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: while the complaint of a pleated guidewire was not confirmed, as no guidewire was returned, the returned product was found to exhibit a stylet, bent at the distal end, which was protruding from the catheter. This found to be use-related. Visual observation shows that the returned 2 fr per-q-cath, there being only 4.1 cm of 2 fr catheter tubing left distal to the suture wings. About 0.4 cm from the distal end of the catheter, the stylet is protruding from the catheter. About 8.7 cm of the stylet was protruding from the catheter. About 21.3 cm of the stylet wire was proximal to the t-lock assembly septum. The total stylet length (not including the black tab) was measured while the stylet was still within the catheter and t-lock assembly, and found to be 42.2 cm. This length is in specification, and the tip appears to be a 90-degree termination without necking, so no piece of the stylet is suspected to be missing. Some bending/waviness was found on the stylet distal to the catheter, with one bend in particular about 0.2 cm from the distal tip. Residue was found at the suture wings and white ring just distal to the t-lock assembly. Microscopic evaluation revealed copious amounts of residue near the puncture site, and that where the stylet was protruding the catheter appeared to have been pushed outward. The catheter distal tip appears to be cut with a sharp instrument, as indicated by the very straight termination and striation marks on the distal surface. This suggests the cut was intentional, and not related to the complaint event. The cause of the bending of the stylet and puncture of the catheter is use-related; the puncture of the stylet through the catheter must have been caused by retraction of the stylet proximal to the puncture point and then forcing the tip through the catheter. Neglecting to wet the stylet/flush the catheter is a possible contributing factor, which would have increased the friction between stylet and catheter lumen. The IFU states the following caution: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ the IFU contains the following precautions: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid perforating, tearing, or fracturing the catheter when using a stylet. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of rezb0535showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the three punctures were done and at the last puncture, the guidewire allegedly ¿pleated¿ when leaving the vessel causing difficulty in removing the guidewire and putting the security of the patient in risk. On (B)(6) 2016 - per report from bas engineer, the sample returned was found to have the stylet poking out of the distal end of the catheter.